Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was plugged in to charge, however, pump was not charging. Subsequently, the pump shutdown. Customer¿s blood glucose level was 93-94 mg/dl. No additional patient or event information was available.